Manufacturer narrative:
According to the facility, "we have removed the towels and med cups in the pack due to extreme fibers. We have actually transferred fiber into the patient's eye due to this issue". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "we have removed the towels and med cups in the pack due to extreme fibers. We have actually transferred fiber into the patient's eye due to this issue".